Event description:
It was reported that the customer was hospitalized due to high blood glucose of 19.1mmol/l. It was stated that the customer's insulin pump alarmed motor error during bolus delivery. Troubleshooting was performed. The insulin pump passed the displacement and self test passed. The drive support cap appears normal. It was mentioned that insulin was coming out of the back of the reservoir. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.please see medwatch report # 3004209178-2013-92293.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.